Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 350 mg/dl and 450 mg/dl at the time of the incident. The customer was treated with manual injection. Insulin pump was not working and had blank display. Battery cap was damaged or corroded. It was unknown that auto mode was used or not. The device will not be returned for analysis.